Manufacturer narrative:
(B)(4). Visual examination of the returned product found it exhibits signs of repeated use (nicked or gouged) and anterior section of the post feature has fractured off. All pieces were not returned. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a worn persona tasp was found when assembling trays after sterilization in spd. Attempts to obtain additional information have been made; however, no more information is available.